Event description:
Prior to applying blood to the test strip, the device generated a result of "lo." Pt ran controls, which tested in range. A request was made for the return of the suspect device and replacement product was shipped.